Event description:
It was reported that the pt had vomiting and nausea. Pt was unsure whether her stimulation was turned on. The pt was implanted in (B)(6) but was currently traveling in florida. The pt saw a physician in florida and was informed the following: the pt had a hernia, the implantable neurostimulator was implanted incorrectly and the parameters were set at 6.0v. The pt subsequently reported she recently lost 50 pounds and the implant has moved. The physician recommended a revision to reposition the device and believed the pt's weight loss may have loosened in the pocket. There was no known incident related to this complaint. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)